Event description:
It was reported that during a da vinci inguinal hernia repair procedure, the tips of the fenestrated bipolar forceps instrument did not meet. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the customer reported complaint. The tips do meet. The instrument was placed on an in-house system and drive. The recognition and the engagement test passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The electrical continuity test passed. Failure analysis also observed various scratch marks at the distal end of the main tube with light material removal. The scratches were not aligned with the tube axis. The affected area measured approximately .285 x 1.52. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the tube abrasions with material removed, which was found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.